Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt, as well as tool damage to the top and bottom cover. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could only be obtained at certain spacing. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas test limit. Based on assessment of the residual gas analysis test data, it is believed that this device was not hermetic. This ultimately caused the device to cease functioning. Corrective actions were implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced intermittencies followed by loss of sound. External equipment was exchanged and programming adjustments were made, however, the recipient then experienced sound quality issues, and decreased batter life. Revision surgery will be scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.